Event description:
It was reported that the customer's blood glucose level was 540 mg/dl. The customer had a battery out of limit alarm and difficulty with programming her boluses. The customer was advised on the bolus wizard. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).